Event description:
Reported that there was difficulty retrieving the accunet with the accunet recovery catheter. After multiple post-dilatations over a separate guide wire, the accuent was successfully recovered with another co's recovery catheter. During the procedure, the pt experienced hypotension; however it is unk if this was related to the device.

Event description:
It was reported that there was difficulty retrieving the accunet with the accunet recovery catheter. After multiple post-dilatations over a separate guide wire, the accunet was successfully recovered woth another co's recovery catheter. During the procedure, the pt experienced hypotension; however, it is unk if this was related to the device. Additional: the hypotension was treated with vasopressors and an IV fluid bolus and the pt's condition resolved. The hypotension was said to be possibly related to the prolonged efforts to recover the rx accunet filter basket and multiple post-dilatations.